Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. An alcon representative (ar) performed an on-site assessment and was unable to confirm or replicate the reported event. An on-site assessment was performed and was unable to confirm or replicate the reported event. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product had no problem. Therefore, no corrective actions will be pursued at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that ophthalmic laser probe was not recognized by system and system turnoff before vitrectomy surgery. Patient and procedure details were not reported. No patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.